Event description:
Reportable based on analysis completed on (B)(4) 2013.   It was reported that shaft kink occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous atrioventricular of the right coronary artery. A 8mm x 2.00mm nc quantum apex balloon catheter was selected and advanced to treat the target lesion; however, kink was found near the hub. No patient complications were reported and the patient's status was good. However, device analysis revealed shaft hole in the catheter.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with a shelf box and carrier tube (hoop). The batch number on the returned packaging and device matched the batch number for this complaint. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The hypotube was kinked 4.5cm from the strain relief. There were multiple shaft kinks throughout the distal shaft. The inner shaft was buckled 3mm from the proximal balloon bond. The outer shaft was deformed and burst/ruptured at the end of the proximal balloon bond. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).